Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the operating rod is broken. Upon functional testing and review of log file, the fse found that the geometry module is damaged. The fse replaced the geometry module. After replacement of the geometry module, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that, geo module was damaged. System was in use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system and confirmed the reported problem. Troubleshooting actions showed a problem with the geo modul is damaged. The fse replaced the geo module and system returned to full functionality.